Event description:
This ra lead was implanted on (B)(6) 2004. A call to technical services on (B)(6) 2012 states that there is noise on all 3 channels. Noise very small, consistent, seems to stop abruptly. Caller states patient has had a few episodes of light-headedness, but cannot link to time of episodes. Caller states patient having blood pressure issues which is presumably cause of lightheadedness. Ts and caller discussed very little to "go after" as far as opening pocket. She will discuss with md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).